Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the tsw35 was placed over the mesoappendix, clamped and fired. When released, there was some bleeding. The device was removed and replaced with another tsw35 to re-fire the staple line and complete the case. There was no consequence to the pt.